Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to treat a 50-70% stenosed lesion within a stent, which also exhibited 60% stenosis distal to the stent, using an in.pact admiral balloon. The physician first used an atherectomy catheter to prep the vessel and remove atherosclerosis in the stent, as well as disease distal to the stent. The in.pact admiral balloon was prepped and loaded on wire and advanced to the desired treatment area. Once the distal balloon catheter marker reached the stent there was some resistance advancing, however the physician pulled back gently and advanced without resistance. Once in place, physician inflated the in.pact admiral balloon to 2 atm and noticed that the balloon had burst. The physician tried to gently keep applying pressure so that the balloon would appose the vessel wall and the drug would be able to come off to the vessel wall, however was not successful. Therefore, the physician removed the balloon safely from the patient and another drug-coated balloon was used to complete the case. There was no injury to patient as a result of the event.

Manufacturer narrative:
Visual and tactile inspections were performed on the device. The balloon was found blood-stained, both inside and outside, but no further issues were visible with eye. Due to the blood clots it was possible neither to flush the guide wire lumen nor to insert a 0,035¿¿ guide wire. The purging procedure was executed, but clear evidence of a leak was found (the air flow did not stop under negative pressure). During the inflation the pressure was not maintained and a pinhole was noted in the middle of the balloon. The pinhole was analyzed with the microscope. It looks like a little local scratch damage. The pinhole was measured and it is 0,56 mm high and 0,5 mm wide. No further issues noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.